Event description:
In 2007, consumer information received notification of a complaint from corporate legal stating that use of product "during her menstrual period causing severe, life threatening toxic shock syndrome resulting in bilateral leg and finger amputations along with other residual and permanent injuries." The complaint alleges, "plaintiff used o.b. Tampons super absorbency during her menstrual period, starting on a month earlier. Plaintiff's period lasted until approx two years earlier. It was plaintiff's pattern and practice to change her tampons approximately every two hours. One month earlier, plaintiff developed flu-like symptoms of fever, muscle and join aches, nausea, diarrhea and fatigue. The plaintiff contacted a nurse at the local hospital and was told, she probably had the flu as the flu was "going around" at that time in the community. On two years prior to original date, plaintiff visited her local family physician who diagnosed her with a urinary tract infection and gave antibiotic samples for plaintiff to take. Plaintiff slept most of that day. In the same month, plaintiff developed a high fever, confusion, and skin mottling. Plaintiff was taken to the emergency room where she was intubated, fluid resuscitated and diagnosed with septic shock. A tampon was found in her vagina and cultures of the tampon grew staphylococcus aureus. Plaintiff was immediately transferred to a tertiary care center, where she was diagnosed with toxic shock syndrome, multi-system organ failure, severe and disseminated intravascular coagulopathy with thrombocytopenia, acute renal failure and other complications. Plaintiff developed dry gangrene of her hands and feet, resulting in bilateral amputations of her legs and loss of her fingertips along with other permanent injuries." No additional information, lot number or product sample have been provided. No contact information has been given and the matter is in litigation, therefore, medical records are unable to be requested. A follow up report will be submitted if new information is received and upon completion of the quality investigation.